Event description:
It was reported during the ao minimally invasive expert group meeting on (B)(4) and (B)(4) 2012 that while using the 03.221.010 and 03.221.011 cerclage passer dividable forceps, it is possible to capture and damage the femoral artery when closing the devices. This was reported as a surgical technique issue, not a manufacturing or design issue with the devices. No specific case details were reported to synthes from the group members, (B)(4). This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.